Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer's pump showed the insulin gauge as zero in the morning. The customer's blood glucose (bg) level was elevated and an insulin injection was used to address the bg level. Tandem technical support reviewed the pump t:connect data and found that the customer acknowledged a very low power alert; however, the pump had shut down due to insufficient battery power, as low power alerts were not addressed by charging the device.